Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Preceding the event, the patient received a drain line is blocked error message during drain one of peritoneal dialysis therapy. The patient had drained 6ml at the time of the reported alarm. During troubleshooting, there was nothing noticed with the supplies or the setup that could have caused or contributed to the reported alarm. The patient rebooted the cycler and attempted to restart therapy but the patient was still unable to drain. The technical support representative assisted the patient with cancelling their treatment. Upon removing the supplies, the patient noticed fluid coming from the cassette compartment of the cycler. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. A replacement cycler was provided for the patient. Additional information was requested but was unavailable.